Event description:
It was reported that during a scheduled pacemaker device replacement procedure for normal battery depletion, this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms after being connected to the new pacemaker device. The impedance was noted to previously be 474 ohm. The lead was also noted to exhibit failure to capture and pacing inhibition with asystole greater than two seconds. As a result, the rv lead was surgically abandoned and replaced prior to pocket closure. No additional adverse patient effects were reported.